Event description:
The customer reported that the system did not fluoro and the image was upside down. Also the system did not boot up. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found that the workstation would boot up, but the table would not. He found that the x-ray control panel was not receiving ac power due to a loose connector "j16"on the power distribution board. He reseated the connector and tested by booting the system. The system is functioning as intended.